Manufacturer narrative:
Reporting contact - corrected data. Additional mfg narrative: the subject device was not returned; therefore, an analysis could not be performed. The device history record could not be reviewed because the batch remains unknown. Because the reported events are known physiological effects of the procedure noted with the directions for use and/or device labeling, the reported events are anticipated procedural complications.

Event description:
It was reported in a literature article a case where the retriever (subject device) was deployed inside the clot for about 7 minutes, but the vessel was not recanalized. The second pass in the clot for about 10 minutes successfully recanalized the occluded right middle cerebral artery following removal of the retriever and clot; however, angiography showed a "...lack of part of the branches." The patient had left hemiplegia, though the current condition is unknown. No additional information is available.

Event description:
It was reported in a literature article a case where the retriever (subject device) was deployed inside the clot for about 7 minutes, but the vessel was not recanalized. The second pass in the clot for about 10 minutes successfully recanalized the occluded right middle cerebral artery following removal of the retriever and clot; however, angiography showed a ¿¿lack of part of the branches.¿ the patient had left hemiplegia, though the current condition is unknown. No additional information is available.

Manufacturer narrative:
Event date: the exact date of the event is unknown. The subject device was not returned.